Event description:
It was reported that there was a change in therapy effect that started ¿around a month¿ prior to this report date. The reporter indicated the patient did not feel like he was getting pain relief like he used to. The patient denied trauma. The pump logs did not reveal any issues. The patient had a refill a little over one week prior to this report date. The plan was to perform a dye study to check the catheter. The pump was delivering dilaudid. It was reported the catheter dye study was done and a viable leak was found at the pin connector site, where the previous revision was. It was said the catheter was still patent and the patient was receiving ¿some¿ intrathecal medication. The patient did not have any withdrawal symptoms, but did have a decrease in pain relief. The patient had an appointment with a neurosurgeon on (B)(6) 2013 to discuss the next step. It was later reported the patient was scheduled for revision on (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient had a catheter revision on (B)(6) 2013 without any complications. The pin connection site of the catheter had a small hole and the health care provider (hcp) was able to trim a small piece and reconnected the catheter. The patient went home from the hospital the same evening.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter: product ID 8578, serial# (B)(4), implanted: (B)(6) 2010. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).